Event description:
It was reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) was reprogrammed and changes were made to the sensitivity settings to resolve the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 407645 implantable pacing lead 2013 (B)(6). (B)(4).